Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible exposure to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.